Manufacturer narrative:
It was reported that the touchscreen was replaced to resolve the issue. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The device¿s liquid crystal display (lcd) was returned to the philips product investigation lab (pil) for failure investigation. The technician documented the following conclusion/root cause: the lcd accusation has resulted in a no problem found. The pil technician verified that with the use of the suspect lcd, the graphics were crisp and clear in both diagnostics and functional modes. The backlights were bright resulting in an easy to read and use functional display. The brightness control was easily accessible and operated as designed. The ventilator¿s standard test bed (stb) powered down with the use of the lcd touch screen button as well as the accept button on the front panel. In addition, the product investigation lab technician verified that the use of the pil stb touchscreen in conjunction with the suspect lcd that both the suspect lcd and the touchscreen function as designed. The screen lock function on the lcd operates as designed on the lcd. With the suspect lcd installed on the pil stb, the stb operates without issue or error code. The technician verified that with the use of the suspect lcd in conjunction with the pil touchscreen, the customer complaint of touchscreen not working was not duplicated. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint that the v60 device¿s touch screen does not work. It is unknown if the device was in use on a patient at the time of the reported event. There was no patient or user harm reported.